Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least one bd ultra-fine¿ nano pen needles 32g x 4mm - pentapoint¿ comfort/easyflow¿ was unable to deliver medication. The following information was provided by the initial reporter: a needle was clogged.

Event description:
It was reported that at least one bd ultra-fine¿ nano pen needles 32g x 4mm - pentapoint¿ comfort/easyflow¿ was unable to deliver medication. The following information was provided by the initial reporter: a needle was clogged.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.